Event description:
I have sientra breast implants. I have a capsular contracture and am always tired and live in a fog. I am constantly finding myself having a hard time concentrating. I will be explanting in (B)(6) 2019. FDA safety report : (B)(4).